Event description:
It was reported that the patient received a burn during a genicular radiofrequency ablation procedure. The procedure was completed successfully without a clinically significant delay. The patient was treated for the burn and is doing well.

Manufacturer narrative:
Device evaluation: we have evaluated the device.

Event description:
It was reported that the patient received a burn during a genicular radiofrequency ablation procedure. The procedure was completed successfully without a clinically significant delay. The patient was treated for the burn and is doing well.